Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg 300-380 mg/dl) and insulin pens were used to address bg. Contact alleged pump was not delivering insulin properly. Contact also reported insulin "takes a while for it to act in customer's body". Contact did not have pump available at the time of the report to perform a pump system check with tandem technical support (cts). Although multiple attempts were made by cts to obtain additional information and perform a pump system check, contact did not reply.